Event description:
During device evaluation by a philips field service engineer (fse) for an unrelated issue, the fse observed a pushed in battery contact pin and that the device would power off if moved. There was no patient involvement.